Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with the handle detached from the device and the basket retracted 8.1 cm inside of the sheath. The distal 15 cm of the device is bent. There was a liquid substance inside of the sheath. As indicated in the report, the hub of the device appeared to have been torqued. The drive wire cable has frayed and separated from the distal end of the handle cannula. Solder is still present on the joint. No other anomalies were detected with the device. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use (IFU) indicates, "advance device through channel, in short increments, until basket sheath exits endoscope." The IFU states, "confirm desired position of basket sheath relative to target. Advance basket out of sheath. Caution: pulling on sheath while advancing or retracting basket may damage device, rendering it inoperable." Basket deployment difficulties and buckling of the drive wire can occur if the device experiences excessive pressure. Resistance in basket movement and bends in the catheter can occur if the elevator of the endoscope is used to deflect the device at a sharp angle. Prior to distribution, all memory ii double lumen extraction basket are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic procedure, the physician used a cook memory ii double lumen extraction basket. At an attempt of opening the basket in the bile duct for stone removal, the basket would not open, so the device was removed from the endoscope once to be checked functionally. When torque was applied to the handle in order to manipulate the handle during the functional check outside the patient, the basket wires broke and separated. Therefore, it was replaced with another mb-35-2x4-8 and the procedure was completed with the replacement. There have been no adverse effects to the patient reported.